Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s display screen was cracked while the device was in the user¿s pocket, resulting in an inoperable screen that prevented interaction with the device; a replacement device was shipped and the user was instructed on return, data sync, shutdown, and re-start procedures. Symptoms included no clinical effects. Outcomes included no clinical impact and no medical intervention. Investigation included complaint handling and user follow-up. Investigation of this case revealed physical damage to the device consistent with a cracked or smashed display, which rendered the user interface nonfunctional; no device component analysis could be performed because the device was not returned. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact.